Event description:
The lead was later returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed at 190 millimeters (mm) from the terminal pin; only the proximal segment was returned. Electrocautery damage (melted insulation) was present in multiple places on the lead body. The conductor coils and insulation appeared to have been cut. Resistance testing was completed to assess the electrical performance of the returned lead segment. Measurements throughout this testing were within normal limits. No additional testing was performed. Laboratory testing able to confirm the reported clinical observations of insulation damage.

Event description:
Boston scientific received information that during a pocket revision, the insulation on this right ventricular (rv) lead was found to be damaged. The lead was therefore surgically capped and replaced. No adverse patient effects were reported.